Event description:
The customer called to report a significant dose difference between the non merged filed plan and merged filed plan in version 11. They noticed the hotspot was going from the order of 110% on the non merged field plan to 125% on the merged field plan. Both plan has the same number of mu, but a significant difference in dose distribution. No injury was reported.

Manufacturer narrative:
Varian's investigation classified the failure as software design deficiency. For all imrt fields in the plan calculated with pbc 11.0.21 or 11.0.30, the mugy10 factor and cbsf table (dose rate table) is taken based on the machine and energy of the first field in the plan. There was no misadministration or serious injury reported as a result of the malfunction. A product notification letter was provided to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No further follow-up to this MDR is expected.